Event description:
Reportable based on analysis completed on 27-sep-2011. It was reported that during a percutaneous coronary intervention a stent delivery system was unable to advance. During the procedure, the physician was advancing the 3.0 x 38mm ion mr stent delivery system on the non bsc guide wire when it froze on the wire outside the patient. They removed the unit as a whole and completed with another of the same device. There were no complications and the patient's status was fine. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of an taxus element/ion stent delivery system (sds) and stent. The balloon was tightly folded and the stent was centered between the markerbands. A guide wire was protruding 171.5 cm from the tip of the device, as-received. The guide wire was not protruding from the guide wire exit notch of the catheter and it was not possible to dislodge the wire from the lumen of the catheter or determine how far it extended into the catheter. The inner shaft was bunched up/damaged 7.5 - 8 cm and 5.5 - 6.5 cm from the tip. The stent struts were bent and flared throughout the stent. The shaft was kinked 22 cm from the tip. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).